Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to pocket infection. It was reported that the patient went to the emergency room due to pocket being swollen which occurred for about a month. The patient was given intravenous antibiotics. The ra lead was abandoned surgically. There were no additional adverse patient effects reported.